Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that the additive was abnormal in appearance within the tube prior to use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that the additive was abnormal in appearance within the tubes prior to use. This event occurred eighty-one (81) times. No health impact or consequence reported.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that the additive was abnormal in appearance within the tubes prior to use. This event occurred eighty-one (81) times. No health impact or consequence reported. The following fields have been updated with additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 11-dec-2023. H.6. Investigation summary: bd received 81 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.